Event description:
On (B)(6) 2012, while following up on a separate issue with the peritoneal dialysis registered nurse (pdrn), the following information was reported. On an unreported date the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was not hospitalized for the event. In (B)(6) 2012, the patient was treated with unspecified antibiotic therapy and had the transfer set replaced. On an unknown date, the peritonitis resolved. The pdrn did not know if the peritonitis was related to any baxter solutions or disposables.

Manufacturer narrative:
(B)(4). This is report 2 of 3. This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h11i28041 and h11k01037 with no issues noted during the manufacturing process. There were no deviations from standard procedure.